Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances and a fractured lead. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system excluding the fractured lead was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.